Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor (gold). Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. Unit received with cracked reservoir tube lip, minor scratches on reservoir tube window and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 524 mg/dl. Customer¿s current blood glucose was 183 mg/dl. The customer treated high blood glucose with a drip right now. The significant events leading to hospitalization included chest pains and up into my neck, thirsty and could not get enough to drink. Customer wearing the pump at time of hospitalization. The drive support cap appears normal. After eating, the blood glucose was over 600 mg/dl and before lunch it was 230 mg/dl and was 130 mg/dl before work. The insulin pump will be returned for analysis.